Event description:
It was reported that the patient presented to the hospital due to the implantable cardioverter-defibrillator (ICD) delivering inappropriate therapy. Subsequently, a holter was placed on this patient and then was checked. Upon review, it was noted that the ICD delivered inappropriate shock therapy. It was believed that the non-boston scientific right ventricular (rv) lead had an insulation issue. The patient was hospitalized for monitoring and further was discharged. The programing settings were adjusted and an rv lead replacement procedure was scheduled. Subsequently, a revision procedure was performed, the rv lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).